Manufacturer narrative:
An event regarding pain and infection involving a accolade stem was reported. A review by a clinical consultant could not confirm infection. Following material analysis corrosion was confirmed. Visual inspection: a visual inspection was performed as part of the material analysis report. This visual inspection stated that: boney material was observed on all proximal plasma sprayed surface. Explantation damages were observed on the medial, lateral and posterior surfaces. Adhered material was observed on the trunnion medial surface. Material analysis: boney material was observed on the accolade stem proximal plasma sprayed surfaces. Explantation damages were observed on the accolade stem plasma sprayed and neck trunnion regions. The dark discoloration observed on the accolade stem was a mixture of biological material and material transfer from the v40 lfit femoral head. Evidence of a corrosion process was observed on the accolade stem trunnion medial region. There was no evidence of manufacturing or material defects on any of the device features examined. Medical records received and evaluation: a review of the medical records by a clinical consultant noted: from the indication for revision surgery, it was evident that infection was suspected which is quite consistent with the limited clinical information and imaging information. Given the available information, a diagnosis of deep joint infection is likely although without explicit proof from the available information. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot or reported sterile lot. Conclusions: a review of the medical records by a clinical consultant concluded: despite negative bacterial cultures, infection was still the most likely cause of failure and patient was treated as if infection was present which is the best approach under the given conditions. Infection is primarily a procedure-related complication generic to every arthroplasty with sometimes additional patient-related risk factors about which there is no explicit information in this case. Infection possibly contributed to partial cup loosening with some radiolucent line formation without gross loosening. No further investigation is required at this time. If additional information becomes available, this investigation will be reopened.

Event description:
The customer reported that the (B)(6) year old, male patient has undergone a revision of a right thr which was implanted on (B)(6) 2013. The patient presented with pain and the surgeon suspected infection and took a decision to revise. During the procedure there was no evidence of infection and the stem was in good condition. There is some damage to the trunnion due to explantation.